Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and intestinal perforation ("migration of essure device/ perforation (other): bowel") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In october 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), feeling abnormal ("brain fog"), menorrhagia ("menorrhagia"), cystitis ("infection: bladder "), urinary tract infection ("infection: urinary tract ") and vaginal infection ("infection: vaginal "). The patient was treated with surgery (to remove the essure implant.) And surgery (to remove the essure implant). Essure was removed in november 2015. At the time of the report, the pelvic pain, intestinal perforation, vaginal haemorrhage, dysmenorrhoea, abdominal pain, alopecia, feeling abnormal, menorrhagia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, feeling abnormal, intestinal perforation, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Plaintiff demographics added. Abnormal bleeding (menorrhea), infection: bladder, infection:urinary tract, infection: vaginal and migration of essure device/ perforation (other): bowel were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), alopecia ("hair loss") and feeling abnormal ("brain fog"). The patient was treated with surgery (to remove the essure implant.). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, alopecia and feeling abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, feeling abnormal, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.